Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-05398. It was reported the patient experienced a headache after receiving a replacement scs system. No signs of a dural tear or cerebrospinal fluid leakage were found. The replacement procedure is related to MFR report: 1627487-2014-01130 and 1627487-2014-01131. Follow-up revealed the headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.